Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The introducer sheath used with the stent (subject device) was not returned. Visual and microscopic inspection of the device found that the stent delivery wire (sdw) was kinked and the stent was found to be deployed in the microcatheter hub. Functional test could not be performed as the stent was returned deployed. Information available indicated that the device was confirmed to be in good condition prior to use. The returned stent was damaged and deployed in the catheter hub. It is possible that the stent was damaged during use and likely to have deployed in the hub during removal since information available indicated that the two devices (microcatheter and stent) were removed as one. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent had prematurely deployed. No consequences to the patient were reported.